Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reporting extreme difficulty charging and 'it doesn't want to find it'. Pt confirmed the issue is with charging the implantable neurostimulator (ins). Agent had pt reset the controller. Pt denied damage to the recharger. Pt stated they used to put the paddle where the battery is and hold the controller. Pt stated now, ins will not charge unless the controller is right next to the paddle. Pt entered passive recharge mode with middle number fluctuating between 97-99. Pt stated the ins was last charged last week, and this issue began before christmas. Pt denied falls/trauma. Pt then stated that during the first week of (B)(6), they could not figure out why it hurt on 'that spot' (agent understood this as ins battery site). Pt stated they have had it before where they bump it hard enough. Agent recommended to wait 10 minutes in passive recharge. Pt was redirected to healthcare provider (hcp) if issue persists. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that ins is dead and for the past 5 or 6 days, patient has been attempting passive recharge cycles (for a few hours at a time) with no success to reach the normal charging screen. Caller stated antenna locate screen is showing numbers around 95 but then eventually controller goes back to "no device found". The caller was not with the patient. Technical services (tss) suggested moving recharger away from ins to see if antenna locate numbers decrease away from ins and then increase again while over the ins to ensure recharger is working properly. Tss reviewed that next step would be to meet with patient in office to attempt disable device function. Caller inquired about replacing the recharger and tss agreed that would be an option to rule out the recharger as the issue. Caller stated patient has an appointment in a couple of weeks but hcp would like to resolve issue sooner. Adding a follow up that patient called back on feb 3rd to report no device found since sometime (B)(6) when trying to recharge. It will charge a little and would show no device found or sometimes it won't charge at all. The only time patient could get it to connect is to put the controller next to paddle right next to ins even when recharger (rtm) was attached. Patient had not tried using the controller without the paddle to see if they could connect. On the call had pt try using the controller without the recharger. Patient got no device found. Patient pluggedin the recharger and got no device found. Patient said yesterday the implant was charged to 70% after messing for hours and patient put it in MRI mode because pt has a CT scan tomorrow. Reviewed CT scan guidelines. When patient talked to ps agent on jan 20th they thought it was an ins problem. Pt scheduled an appointment with healthcare provider (hcp) on february 25th. The medtronic rep told patient they tried scheduling a rep with kaiser and they won't give the rep a room until the appointment with hcp. Patient expressed it costed a lot of money. Reviewed mdt rep role. A request was sent to repair to replace the recharger to see if it helps with connection issues. Rep met with patient for further troubleshooting. Patient is still only able to recharge mostly with the passive recharge mode(prm) screen, patient will occasionally get the normal recharge screen but only briefly. Implant was at 100% when rep interrogated the neurostimulator with the clinician programmer. Rep will lose connection if the clinician communicator wasn't directly over the neurostimulator. Patient has also noticed that she can't connect to her implant see status unless the controller was right over her neurostimulator. Technical services(tss) had rep disable and re-enable implant with patient's controller and then with the fixed asset controller, but the result was the same, patient can only get the prm screen. Rep will send in the mdt data file. Tss agreed to send another controller to see if that will allow the normal recharge screen. A replacement controller was sent out. Tss sent email to rep requesting tablet session file, rep sent in tablet session file as requested. Tss replied to email from rep mentioned in secure note that we are still looking at data and don't have anything to share yet. Techincal service specialist(tss) left vmx for rep involved that there weren't any clear findings in the reports sent in, other than long duration recharge times. Tss reviewed that there was no further troubleshooting to be done and that implant replacement would be next consideration. Tss sent warranty info to rep.tss reviewed information from the case record with the rep and referred the rep to the email message sent by dawn to get the warranty details.tss spoke with rep involved in this case and reviewed that there wasn't any further troubleshooting to be done and that implant replacement would be the next consideration. Rep will plan on having discussion with hcp and pt to see what pt wants to do. Tss also confirmed caller had warranty team contact info. Additional information received from the rep stating no cause was determinded for the "no device found and implant taking longer time to recharge" issue. Issue was not resolved. So both patient and physician have been made aware that medtronic technical services is unable to determine the issue and has recommended device replacement at this time. No surgery date has been scheduled. Kaiser is currently working with the medtronic warranty team to coordinate the next steps. No replacement procedure has been scheduled as of today. Technical services (tss) spoke with rep involved in this case and reviewed that there wasn't any further troubleshooting to be done and that ins replacement would be the next consideration. Rep will plan on having discussion with hcp and pt to see what pt wants to do. Tss also confirmed caller had warranty team contact info.